Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had the vns explanted 7 years ago due to infection. The date of the infection is unknown. Device history record was reviewed for both the generator and lead. Both devices were sterilized prior to distribution, and no unresolved non-conformances were found prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.